Event description:
The stent thrombosis is confirmed, associated clinical symptoms acute coronary syndrome and mi. The investigator indicated that the reported event was probably related to the study device.

Event description:
It was confirmed that the ramus intermedius segment was treated during the index procedure. The reported mi was confirmed to be related to the target vessel and probably related to the study device. It was reported that the patient death was possibly related to the study device.

Event description:
It is unknown if the reported mi was related to the target vessel. Investigator indicated that reported mi was possibly related to study device. The investigator indicated that patient death was related to the procedure (stent thrombosis). Investigator indicated that the reported death was possibly related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results; inherent risk of procedure (myocardial infarction/death).

Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the 3rd diagonal branch. At 6 days post index procedure patient cardiac death occurred. Cause of death myocardial infarction (mi). The investigator did not indicate whether the reported event was related to the study device. Ref MFR# 9612164-2011-01676, 9612164-2011-01677.

Manufacturer narrative:
(B)(4).